Event description:
Falsely elevated troponin results were obtained on seven patient samples. The results were reported to the physician, who questioned why they were all positive results. The samples were retested and the troponin results were lower. There were no reports of adverse health consequences as a result of the falsely elevated troponin results. A dade behring field service representative was dispatched to investigate. The investigation indicated poor instrument maintenance by the operators. No device failure was identified.